Event description:
It was reported that during a routine device follow up this device battery has been depleting prematurely. Based off previous battery checks the longevity has decreased from three years remaining to four months remaining in the past 12 months. Device data was analyzed and confirmed the power consumption has increased. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace the device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine device follow up this device battery has been depleting prematurely. Based off previous battery checks the longevity has decreased from three years remaining to four months remaining in the past 12 months. Device data was analyzed and confirmed the power consumption has increased. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace the device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device follow up this device battery has been depleting prematurely. Based off previous battery checks the longevity has decreased from three years remaining to four months remaining in the past 12 months. Device data was analyzed and confirmed the power consumption has increased. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were reported.